Event description:
It was reported that an unknown access ¿giving¿ set had air bubbles in its line. This was noticed during a patient blood transfusion using a colleague single channel pump. The reporter stated that lots of tiny air bubbles were observed on both sides of the pump. The blood transfusion was able to be completed. After removing the set, larger air gaps were seen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.